Event description:
The customer stated that she was hospitalized due to cellulitis. At the time of her hospitalization, the customer's blood glucose was elevated. The reported blood glucose reading was 357 mg/dl. The customer stated that an alarm occurred on the insulin pump during priming. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.